Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the black power cable draining power faster and low voltage advisory alarms were confirmed via the downloaded log file; however, they were not reproduced while testing. A review of the downloaded log file spanned approximately 9 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Throughout the entire log file while the controller was connected to batteries and the mpu, there were intermittent and atypical low voltage advisory alarms that activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. When connected to fully charged batteries, the black cable voltage would dwindle down faster than the white cable. The alarms cleared shortly after each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. Functional testing revealed high resistances in multiple wires in both cables. This is a sign of early-stage wire fatigue. There were no alarms were produced while testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation; however, it is consistent with the wire fatigue found. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 22feb18. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller's black power cable drains power from the 14v battery faster than the white power cable. They had changed out the batteries and battery clips in july (a routine replacement), but still had the same problem. The system controller was changed and there were no further issues since then. The log file recorded many low voltage advisories and several low voltage hazard events. Unusual voltages were recorded on both battery power and mobile power unit (mpu) power.